Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the cause was unknown; however customer believes it to be related to too much exercise, or delivering too much insulin prior to consumption of carbohydrates. The customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.